Event description:
Customer reported a crack on the screen of the insulin pump and also reported that the meter was lost. She did not recall the blood glucose reading. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.